Event description:
It was reported by service report that the new motion interrupt pan was installed because the bolt holes were stripped out of the old pan. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - motion interrupt pan.